Manufacturer narrative:
Previously reported to FDA MDR report number 2100440000-2018-8037. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an in.pact admiral with a non-medtronic 6fr sheath and non-medtronic guidewire for treatment of a 85-90% stenosed lesion between two stents in the patients mid left superficial femoral artery (sfa). The lesion was described as being moderately calcified. No damage was noted to packaging prior to use. A non-medtronic inflation device was used. The IFU was followed during prep. Pre-dilation was carried out using a 4mm pta balloon prior to use of the in.pact admiral without issue. It was reported that the device passed through a previously deployed stent. No resistance was encountered or excessive force used. It was reported that the balloon burst at an inflation pressure of 9atm on first inflation. The entire balloon was removed and did not fragment. No adverse event was reported. The lesion was treated with another in.pact admiral.